Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The shock occurred two days post implant. The sensing vector at the time of the shock was set to the secondary sensing vector. Technical services reviewed the electrograms and discussed that the noise had a regular pattern to it, and this should resolve over time. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.